Event description:
It was reported that the right ventricular (rv) lead exhibited unspecified malfunction which led to a patient symptom of syncope. The rv lead was explanted. The patient status was unknown.

Manufacturer narrative:
The reported event of lead malfunction was confirmed. As received, a partial lead was returned in two pieces. Visual examination found external insulation abrasions breaching the outer insulation and exposing the outer coil at the proximal region. The cause of the reported event was due to external insulation abrasion consistent with friction to the device can.